Manufacturer narrative:
No batch data review could be performed as the batch number was not specified. Skin infections are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e.

Event description:
The event occurred in (B)(6), outside of the us. According to the received information, the patient was injected with teosyal rha 4 in the mid face on the (B)(6) 2020. On 09-10-2020, we were informed that a few weeks earlier, the patient developed infection and inflammation at the injection site which spread to her orbital area. The patient required treatment of intravenous antibiotics and steroids. At this date, the patient was still taking the intravenous antibiotic and stopped prednisone. No further updates were received as customer remained unresponsive.